Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips field service engineer (fse) reported that the charging issue could not be duplicated. The fse retrieved the device history report and discovered a battery failed code in the event log multiple times. The battery was replaced on the unit. The fse performed a performance assurance test on the device and the device passed successfully.

Event description:
The customer reported that the battery fails to charge. There was no patient or user harm reported. The event date was not specified; estimate used.